Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was somewhere around 400 mg/dl at the time of the event. The insulin pump was in auto mode at the time of the incident. The customer reported that they had a problem with the sensor and two infusion sets. The sensor alerted to calibrate, the customer tried to, it kept asking for another blood glucose, and then it finally accepted. The customer took off the infusion set and took a shot, then the sensor alerted as sensor updating and then change sensor. The customer declined troubleshooting for high blood glucose or sensor alerts. The device will not be returned for analysis.